Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced the stopper popping out of the tube. The following information was provided by the initial reporter. It is reported customer experienced stopper popping off. Verbiage received, - "when blue tube was pulled from the vacutainer the lid came off and blood poured out all over the blue pad. End user was wearing gloves - no body fluid exposure."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/19/2021. H.6. Investigation: bd received 5 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for stopper pop off with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced the stopper popping out of the tube. The following information was provided by the initial reporter. It is reported customer experienced stopper popping off. Verbiage received, - "when blue tube was pulled from the vacutainer the lid came off and blood poured out all over the blue pad. End user was wearing gloves - no body fluid exposure."